Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor with 10 minutes. Results of 501 mg/dl and 113 mg/dl were plotted on a parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. (Note: it should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a readings greater than 500 mg/dl.)